Event description:
It was reported that a pt underwent a recurrent incisional/ventral hernia repair procedure on (B)(6) 2010. Post-operatively, on (B)(6) 2010, the pt developed a seroma on the right side of the abdomen. The seroma was puncture evacuated and 60 cc of serous fluid was obtained. The seroma was also puncture evacuated on (B)(6) 2010 and (B)(6) 2010 with evacuation of 60 cc each. No additional info was provided.

Manufacturer narrative:
(B)(4) - seroma. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.